Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was found to have a tear. Fluid leaked from the tear. It could not be determined when this damage occurred or if this affected insulin delivery while the pod was worn. An 0x6a occlusion alarm was generated by the pod. A blockage was found in the formed needle. Fluid could only pass through the formed needle once the blockage was cleared. He pod was received fully deployed. The exposed portion of the soft cannula was found to have a tear. Fluid leaked from the tear. It could not be determined when this damage occurred or if this affected insulin delivery while the pod was worn. An 0x6a occlusion alarm was generated by the pod. A blockage was found in the formed needle. Fluid could only pass through the formed needle once the blockage was cleared.

Event description:
It was reported the patient's blood glucose rose between 3.31 and 2.55 g/l (331 to 255 mg/dl). The pod was worn on the patient's abdomen for between 24 and 36 hours.